Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 486 mg/dl at the time of the incident. The customer stated that they had a problem with the battery and they changed it and but they could not get the insulin pump to give a bolus. The customer declined troubleshooting for high blood glucose because it was an education issue and not an insulin pump issue. The insulin pump will not be returned for analysis.